Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 549 mg/dl at the time of incident and the current blood glucose of the patient is 477 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer report customer did not allege pump was under delivering. The customer state that they were using auto mode feature. The customer experienced symptoms such as nausea. The customer was treated with manual injection. The insulin pump will not be returned for analysis.